Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery via medwatch mw5044643 that the patient was admitted for ivh stroke. According to the report, the ventriculostomy was inserted for csf drainage and connected to an external drainage bag collection system. Reportedly, the nurse attempted to change the evd collection bag at the stopcock site without success. The report stated that the nurse was unable to disconnect the evd bag from the drain setup and the bag was drained from the access port at the bottom of the collection bag. Reportedly, there was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.